Event description:
It was reported by service report that the foot right siderail is broken off at the pivot arms and won't lock in the upright position. No pt involvement or adverse consequences are reported.